Event description:
On (B)(6) 2018 a patient received a carbomedics tophat s5-021 mechanical heart valve as part of an avr. The manufacturer was notified that the device was explanted on (B)(6) 2019 and replaced with a s5-023. Additional information received on nov. 22, 2019 identified that the valve was explanted as a result of endocarditis. There were no device malfunctions identified and the patient was discharged without complications. Based on this assessment there is no reasonable information suggesting a relationship between the device and the endocarditis.

Manufacturer narrative:
Based on the additional information received there is no reasonable information suggesting a relationship between the device and the endocarditis as the device had no malfunctions, and there were no information included in the follow-up identifying a device relationship. At this time no investigations will be performed and the case will be closed as not device related. The event conclusion is thus cause cannot be traced to device : adverse event related to patient condition.

Event description:
On (B)(6) 2018 a patient received a carbomedics tophat s5-021 mechanical heart valve as part of an avr. The manufacturer was notified that the device was explanted on (B)(6) 2019 and replaced with a s5-023. No further information was received.